Manufacturer narrative:
During a stroke intervention with the patient undergoing an active stroke, lateral plane imaging was lost during deployment of the thrombectomy (clot removal) device (indwelling microcatheter). The system was rebooted, but only frontal plane imaging was functional. The physician elected not to complete the procedure without the lateral plane, so the frontal plane was used to safely withdraw the device and abort the procedure. No further intervention was performed; the patient remained in poor neurological condition, and there was no allegation of further harm. Review by the ge healthcare medical director confirmed that there was no injury associated with this event, and that the loss of imaging capability of the lateral plane does not raise any hazardous situation. The loss of imaging is immediately detectable and biplane imaging is not necessarily needed for ischemic stroke interventions. During a clot removal, only the use of the frontal plane is sufficient in the majority of cases, and this may require additional manipulation of the c-arm to safely complete a procedure. Therefore, a loss of x-ray imaging mode in a single view of a biplane system is reasonably foreseeable to be non-hazardous while the other view, ap plane, remains fully functional. The root cause was the failure of the lower fan in the lateral chiller, which resulted in poor heat exchange that tripped the chiller pressure switch inhibiting lateral plane x-ray imaging. The fan was replaced, and the pressure switch reset resolving the issue. No design or systemic issues were identified. No further action is required.

Event description:
It was reported that during a stroke intervention case, x-ray tube cooling was lost, causing x-ray imaging to be lost. The system was shut down and rebooted. The doctor used the frontal plane to remove the clot suction device safely and aborted the procedure because it could not be completed without a lateral plane.

Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.

Event description:
It was reported that during a stroke intervention case, x-ray tube cooling was lost, causing x-ray imaging to be lost. The system was shutdown and rebooted. The case was completed using frontal x-ray tube only.